Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that an external force was added to the distal end because scratches of the sound lens were confirmed by initiation information and other sound lines were missing.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the cap had tears on the pink rubber with an exposed core. The scope passed the leak test. There was a shadow on the echo line of the ultrasound image. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
The user facility reported distal end defects on a gastrovideoscope. The issue was found during reprocessing of the device. No patient involvement or injuries were reported. No additional information has been obtained.